Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, when trying to cut the stomach, the surgeon was able to press the green button but the stapler was unable to fire and its handle was unable to squeeze. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The electrically erasable programmable read-only memory (eeprom) was up loaded and indicated 46 autoclave cycles for the adapter. A post market vigilance (pmv) representative single-use loading unit (sulu) was inserted onto the adapter with a post market vigilance (pmv) drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.